Event description:
A caller reported an issue with their continuous glucose monitor, receiving an error known as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing complete pump reset instructions and guided the caller through the reset process. After the reset, the pump no longer displayed the error, and the caller was able to successfully start their sensor session.